Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer did not receive low battery alert. Customer did not receive low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11d. Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss on (B)(6) 2022. Pump passed displacement test and active current measurement. Pump failed self test due to pump error 63. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2022 at 06:33:31.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump failed sleep current test due to high current due to moisture damage on pcba 1 and pcba 2. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed power loss alarm on (B)(6) 2022 at 18:19:23.000 and battery failed alarm on (B)(6) 2022 at 18:19:04.000. The electronic assembly and battery tube were inspected and found moisture damage on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Unexpected battery power loss confirmed due to moisture damage on pcba 1 and pcba 2. Pump error 63 variable 3 confirmed due to burnt trace at pin 6 of u1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.